Manufacturer narrative:
Investigation of device showed physical damage to the sensor with suspected user error as a cause of damage.

Event description:
User reported level sensor remained in alarm state after replacement. No harm to patient; however, spectrum medical considers this reportable.

Manufacturer narrative:
Root cause determination is pending the results of the investigation.

Event description:
User reported level sensor remained in alarm state after replacement. No harm to patient; however, spectrum medical considers this reportable.